Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test or verify low battery alarm due to the blank display. Unit was successfully downloaded using thus software. On adapt, no relevant alarms were noted. However, thus and software was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was not within spec range. With reference to the battery duration failure analysis instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. Battery cycle 6.0 received the lowbatteryalert (104) on 11/29/2025 22:51:00 after more than 7 days at 30.08 days. Battery cycle 5.0 received the lowbatteryalert (104) on 10/30/2025 12:02:00 after more than 7 days at 26.81 days. Battery cycle 4.0 received the lowbatteryalert (104) on 10/03/2025 06:45:00 after more than 7 days at 28.7 days. Battery cycle 2.0 received the lowbatteryalert (104) on 09/04/2025 05:54:00 after more than 7 days at 40.95 days. Customer did experience an power loss of less than 7 days per the pump history records. Swapped a test pcba 1 and the blank display persist. Swapped a test pcba 2 and the display was visible. Physical inspection of the pcba 2 reveals a crack on u6 which is causing the blank display. No evidence of physical or moisture damage was found on the motor, force sensor or pcba 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Unable to confirm low battery alarm due to the blank display. Blank display is confirmed due to a cracked u6 chip on pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a replace battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for replace battery alarm and the customer reported that no damage to the battery cap. Troubleshooting was performed for display issues, and the customer reported a blank display. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.